Event description:
A customer reported a notification regarding a minimum fill on their pump. There was no adverse impact to the customer's blood glucose level. The customer had attempted to load a new cartridge and was instructed by technical support to remove the pump from its case and clean it. Reloading the same cartridge did not resolve the issue, and the customer was unable to fill a new cartridge at the time. Technical support guided the customer through the correct procedure for filling and loading a new cartridge, which the customer understood.